Event description:
Additional information was received indicating the lead was repositioned one day post implant. No further information was available. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was an unspecified product performance issue related to this implantable defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.